Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) patient results on the au5800 clinical chemistry analyzer. There was no report of change to patient treatment as a result of this event.